Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy. Occupation - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 2:30 pm, the result from the meter was 4.5 inr. At 8:35 pm, the result was >8.0 inr twice. Customer reported the result of 4.5 inr to her doctor and was told to hold her coumadin dose. The customer had a nosebleed that day, but did not seek medical treatment. There was no allegation of an adverse event. The therapeutic range was 2.0-2.8 inr.